Event description:
Caller reported that a change cartridge alarm occurred while changing the cartridge. There was no adverse impact to the customer's blood glucose level. Pump began working, and caller successfully changed the cartridge during the conversation with technical support before ending the call.